Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the deflation issue, inflation issue, pump difficulty to inflate, or fluid leak was. Additionally, the reported allegations of discomfort and migration are known risks associated with implant of this device as indicated in the instructions for use (IFU). Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment, therefore concluding manufacturing was not related to the reported event. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that a patient experienced difficulty inflating the inflatable penile prosthesis (ipp) more than three quarters erect, resulting in insufficient rigidity for penetration. Also, the patient noted discomfort and difficulty with inflation and deflation with their device and stated that they had not received formal pump training and contacted their physician. The patient was counseled on expectations, the difference between natural and prosthetic erections, and proper inflation techniques. Additional information indicated that the physician suspected a fluid leak within the system and confirmed that the pump did not seat well in the scrotum. A replacement surgery was performed, during which the pump was replaced. There were no further patient complications.

Event description:
It was reported that a patient experienced difficulty inflating the inflatable penile prosthesis more than three quarters erect, resulting in insufficient rigidity for penetration. The patient noted dissatisfaction with their device and stated that they had not received formal pump training and contacted their physician. The patient was counseled on expectations, the difference between natural and prosthetic erections, and proper inflation techniques. Additional information was received indicating the physician suspected a fluid leak in the system for which additional evaluation would be performed and potentially a revision surgery. There were no patient complications or further information reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the deflation issue, inflation issue, pump difficulty to inflate, or fluid leak was. Additionally, the reported allegations of discomfort and migration are known risks associated with implant of this device as indicated in the instructions for use (IFU). Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment, therefore concluding manufacturing was not related to the reported event. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Correction to h7 if remedial act init, type. Correction to h9 correction/removal reporting #.

Event description:
It was reported that a patient experienced difficulty inflating the inflatable penile prosthesis (ipp) more than three quarters erect, resulting in insufficient rigidity for penetration. Also, the patient noted discomfort and difficulty with inflation and deflation with their device and stated that they had not received formal pump training and contacted their physician. The patient was counseled on expectations, the difference between natural and prosthetic erections, and proper inflation techniques. Additional information indicated that the physician suspected a fluid leak within the system and confirmed that the pump did not seat well in the scrotum. A replacement surgery was performed, during which the pump was replaced. There were no further patient complications.

Event description:
It was reported that a patient experienced difficulty inflating the inflatable penile prosthesis ipp more than three quarters erect, resulting in insufficient rigidity for penetration. Also, the patient noted discomfort and difficulty with inflation and deflation with their device and stated that they had not received formal pump training and contacted their physician. The patient was counseled on expectations, the difference between natural and prosthetic erections, and proper inflation techniques. Additional information indicated that the physician suspected a fluid leak within the system and confirmed that the pump did not seat well in the scrotum. A replacement surgery was performed, during which the pump was replaced. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).